Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Per instructions for use of the intrathecal catheter, catheter fracture is a known possible risk of use of the device. (B)(4).

Event description:
During follow-up communication for a current issue, representative reported a catheter revision that had previously occurred. The catheter revision was performed due to the patient alleging intermittent therapy. During the revision, it was found that the catheter was cut. The catheter was then revised.